Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's atrial lead had been dislodged since 2017. The patient presented to the hospital for an unrelated reason, where a check x-ray confirmed the dislodgement. The lead was also failing to capture or sense the atrium. The lead was explanted and replaced with no complication. The patient was stable.